Event description:
The facility reported a colleague pump with failure code 803:4 channel a. It was not specified when reported condition occurred.there was no patient injury or medical intervention. No additional information is available. This device utilizes user interface module master software version 5.04.00 categorized as unremediated. During review of the event history on september 2, 2010, it was determined that the reported condition occurred during delivery.

Manufacturer narrative:
The reported condition of failure code 803:4 could not be confirmed or duplicated; therefore assignable cause could not be determined. (B)(4).

Manufacturer narrative:
Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The device has not been previously sent into service for the reported condition of ?fc 803:04?. (B)(4).